Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and mild diabetic ketoacidosis on unknown date. The customer¿s blood glucose level was 571 mg/dl at time of incident. Another blood glucose level was 240 mg/dl. The customer was declined troubleshooting for high blood glucose. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as difficulty breathing. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will be returned for analysis.